Event description:
A customer reported the infusion cannula did not fit tightly in the trocar cannula during a procedure. The there was no pt impact reported.

Manufacturer narrative:
The customer¿s complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the (B)(4) lot number, DHR and lot history could not be reviewed. The returned samples were received and visually inspected with the aid of microscope. No deformity was observed. The fitting between the trocars and infusion cannula was investigated by dropping the returned infusion cannula into the returned trocars at different orientations. The infusion cannula fell all the way into the trocars without any extra pressing force. This is non-conforming per the design which requires interference between the infusion cannula and the trocar cannula at all orientations. The root cause has not been determined. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).